Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the endoscopic image could not be displayed due to damage on the cable unit. Additionally, the device identification was worn off and was no longer visible. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported no image from the 4k autoclavable camera head when preparing the device for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to faulty cable. It is likely the cause of the faulty cable occurred due to the handling methods. Olympus will continue to monitor field performance for this device.